Manufacturer narrative:
Additional information was received from the physician that the cause of death was ascending aortic dissection, dissecting into pericardium and causing tamponade. The dissection was likely related to aggressive delivery catheter maneuvering due to extremely difficult anatomy, also may have been caused by the upper edge of valve stent upon deployment. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with bilateral iliac tortuosity, the physician had difficulty placing the guidewire, delivery catheter system (dcs) and valve. Hypotension was noted 1.5-2 hours post-implant. An echocardiogram revealed that a small pericardial effusion. Bleeding was noted around the radial arterial lin e, and pressure readings were inaccurate. Femoral pulse pressures were good. Medications were administered to manage the hypotension. The patient was reassessed approximately 3-4 hours post-implant; in the physician's opinion, the effusion had contained itself. However, shortly afterwards hypotension again occurred and resuscitation efforts were required. Additional information was received that post implant of the valve the patient became hypotensive in the post anesthesia care unit (pacu). Medications were prescribed and a small pericardial effusion was noted. Subsequently, the patient expired later that day. It was believed by the physician that the patient expired due to an abdominal aortic aneurysm dissection (aaa). It was noted in the patients history that they had an aaa with tortuous anatomy which was a concern for the procedure. No autopsy was done as the family declined.

Manufacturer narrative:
The device history record for this lot was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A procedure-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. The cause of death was determined to be a dissection of the ascending aorta that caused pericardial effusion and cardiac tamponade. Pericardial effusion is a known adverse effect that can occur after cardiac procedures. Cardiac tamponade is a known adverse effect that is generally caused by a large or uncontrolled pericardial effusion. Hypotension, which is a known potential adverse effect per the device instructions for use (IFU), is highly dependent on the patient's condition and can occur despite a normally-functioning device or model implant procedure. The effusion, tamponade, and hypotension were determined to be related to the dissection of an abdominal aortic aneurysm (aaa). Dissections are known potential adverse effects per the device IFU, and can occur during any invasive procedure. The additional dcs maneuvering due to the patient¿s tortuous anatomy and aaa were likely a contributing cause to the dissection; however, a conclusive cause could not be determined from the information available.

Manufacturer narrative:
No autopsy was performed therefore the device remains implanted and will not be returned for analysis. A supplemental report will be filed when the investigation is completed. Attempts were made to gather additional information as to the cause of the dissection but were unsuccessful. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.